Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving a motor error alarm on the insulin pump. Customer stated that she wasn't doing anything when the alarm went off and it was asking her to rewind but when she did, it rebooted and the error reappeared. Customer reported having a motor position encoder error alarm. Customer mentioned that she had the same incident 2 years ago and she was supposed to send back the other pump but she never did because she misplaced it. Customer later found it in her husband's truck. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.